Manufacturer narrative:
(B)(4). This lot was manufactured from april 2, 2014 to april 3, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection was performed. No missing caps, malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time.